Event description:
It was reported that an implantable collamer lens (icl) was implanted into the patient's left eye (os) on (B)(6) 2024. Concomitant products used intraoperatively include opegan ovd and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed approximately 16 days upon implantation. The patient was managed with "anterior chamber cleaning" and treated with "steroid subcorneal injection". Other treatment included: steroid injection, oral medication, frequent eye drops. On the last visit before (B)(6) the issue resolved and patient condition was reported to be: bcva:20/13 (same as pre-op); ucva 20/13, iop 7mmhg (same as pre-o). The lens remains implanted. In the reporter opinion, the device caused the event.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Iritis (iridocyclitis) are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan was used during the procedure and it is purified sodium hyaluronate manufactured by seikagaku. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Claim# (B)(4)

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).